Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tactile / vibration alarms or lack thereof) has been confirmed. Upon investigation the electrode belt was unable to recognize therapy electrodes. The cause for the failure was contamination on the trunk connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt.